Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Instrument failure: the size 4 plastic tibial gap instrument was in the joint with the size 4 femoral trial during range of motion. Surgeon attempted to remove the gap instrument which had the 8mm spacer attached to it and the gap instrument broke at the thin margin during removal. All parts were removed from the knee joint and confirmed. There was no issue and the case was completed in a routine manner.

Manufacturer narrative:
Corrected data.

Manufacturer narrative:
The reason for this instrument failure was reported as broken instrument at the thin margin during removal. The possible time in service for instrument is 3 years and 2 months from manufactured date. The healthcare professional indicated this event occurred during surgery, near the patient. Serious risk to patient was reported by the surgeon. The surgery was completed as intended, with no delay. The instrument was inspected prior to use and was deemed acceptable for use based on its appearance. The agent was present during surgery and was able to source a suitable replacement device. The device was returned to manufacturer and made available at djo surgical for examination. A review of 801-06-022 device history record (DHR) revealed the instrument, when released for use, met design and manufacturing requirements. There were no non-conforming material report (ncmr) associated with the production of this instrument. Complaint database review showed no previous complaints and there were no indications that this instrument has a design or material deficiency. The root cause of this complaint is likely attributable to damage incurred from misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction, or issue. There are no indications that this instrument has a systemic design or material deficiency. Therefore, no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue. RMA examination: the instrument was returned to djo and after further examination, spacer was broken.